Manufacturer narrative:
Based on the information provided and the investigation performed, the issue was confirmed as during visual inspection of the returned device, the distal tip of the device was noted to be kinked. The introducer sheath that was used during the procedure was not returned; therefore, a physical evaluation to determine whether there was damage or any defects to the sheath that may have obstructed the device path and caused the device's distal tip to be kinked/damaged could not be made. Shuttle down procedure was simulated and the advancer tube engaged to the distal tamp lock. The device and the shuttle were inspected for any anomalies that may have contributed to the reported event. No anomalies were observed. The device performed as intended per the mynx instructions for use. The reported event may have been due to handling of the device during insertion step of the device into the procedural sheath, which may have caused the distal tip of the mynx device to be bent/damaged, hindering or preventing the device from being inserted in to the procedural sheath. It should be noted that applying excessive force during the insertion step may cause the device distal tip to be kinked/damaged. However, without being present when the incident occurred and without the return of the procedural sheath, the root cause of the reported event could not be conclusively determined. A CAPA will not be issued at this time as a cause could not be conclusively determined. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. If additional relevant information becomes available, a supplemental report will be issued.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device failed to insert all the way into the procedural sheath, further described as the device "failed to thread all the way" during an interventional procedure. There was no patient injury. Additional information was requested, but is not available at this time.